Event description:
On (B)(6) 2015, the reporter contacted animas, alleging that on an unspecified date, the patient¿s blood glucose (bg) was at 42 mg/dl with blurred vision and unsteadiness when standing or walking. It was reported that the patient did not receive any treatment above and beyond the usual routine of diabetes care and management, and the patient had remained on pump therapy without any recent adjustments to the pump settings. Customer technical support agent reviewed the potential causes for inaccurate delivery and determined that all basal deliveries were correct and as programmed. Review of bolus deliveries revealed that there were multiple extra bolus records between (B)(6) 2014. Review of potential causes for extra bolus did not identify any assignable causes. This complaint is being reported based on the allegation that the patient experienced severe hypoglycemia related to an alleged issue with extra bolus delivery of unknown causes.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: device evaluation: the pump has been returned and evaluated by product analysis on 03/09/2015 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. On investigation, the alleged history/settings issue was not verified in the black box or duplicated in the evaluation. Review of black box data found the total daily delivery added up correctly and reflected the user¿s programmed basal rates. Using the returned caps, the pump powered up and functioned properly. A rewind/load/prime sequence and a 24-hour pump exercise were executed without incidences. The pump delivery accuracy was within specifications. Audio and normal bolus exercises were delivered and recorded correctly. No un-intended bolus was recorded during the evaluation.